Event description:
The customer's wife reported the customer obtained a high reading of 474 mg/dl on his blood glucose meter (B) (4) and compared to reading of 137 mg/dl obtained on a second adc meter (serial number is unknown). It was additionally reported that two hours after receiving the high reading the customer lost consciousness, and his "blood sugar was low", but it is unknown if the customer tested his blood glucose at the time of the event. The customer's wife reported she gave glucose tablets and orange juice to the customer which "brought back his blood glucose level up". While customer service was still talking to the customer's wife, the call was disconnected and the troubleshooting survey could not be completed. Adc customer service made attempts to contact the customer, but he could not be reached. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is completed.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B) (4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.